Event description:
It was reported that: on (B)(6) 2023, a catheter was placed for infusion. At 11:52 am on (B)(6) 2023, the patient developed a fever with a body temperature of 39.4. The catheter was removed at 17:00 and there was no further fever until the next day. Additional information has been requested from the customer.

Manufacturer narrative:
(B)(4). The complaint of catheter related infection can be confirmed based on the customer description of the event. The customer reported, "on (B)(6) 2023, a catheter was placed for infusion... On (B)(6) 2023, the patient developed a fever with a body temperature of 39.4 c.". No sample or additional information was provided by the customer. Based on the provided information, the cvc line was placed for approximately 74 days. The IFU for this product states, "indications for use: the arrow catheter is indicated to permit short term ( < 30 day) central venous access for the treatment of diseases or conditions requiring central venous access". The end user did not follow the IFU since the catheterization duration significantly exceeded the IFU indication. Clinical and medical affairs (cma) was consulted as part of this investigation. Cma confirmed that the central line associated blood stream infection (clabsi) rate increases the longer you have a catheter in place. Due to the catheterization duration of approximately 74 days, cma recommended an in-service to be initiated for this customer. Therefore, based on the available information, intentional user error caused or contributed to the reported infection. A customer in-service request has been initiated to instruct the customer on proper use of the device. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: on (B)(6) 2023, a catheter was placed for infusion. At 11:52 am on (B)(6) 2023, the patient developed a fever with a body temperature of 39.4 . The catheter was removed at 17:00 and there was no further fever until the next day. Additional information has been requested from the customer.